Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 6371(2); dbs extension. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10329. The patient ((B)(6)) is enrolled in a clinical study. It was reported the patient experienced decreased therapy. As such, surgical intervention was undertaken on (B)(6) 2018 to reposition one of the leads.

Event description:
Device 1 of 2 : reference MFR. Report: 1627487-2018-10329. Follow-up identified the issue of sub-optimal lead placement was confirmed days after the implant.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10329. Further investigation identified the lead was originally placed in a sub-optimal position when implanted on (B)(6) 2018. Hence, the subsequent repositioning procedure on (B)(6) 2018 was to address placement. The patient did not receive stimulation due to the issue. Stimulation was restored following the procedure.